Event description:
The pt was in the hospital. The nurse tested her blood glucose with suspect device and it was 42 mg/dl. Within 5 minutes a lab sample was taken and it was 65 mg/dl. The next day the nurse tested the pt's glucose on the suspect device and it was 37 mg/dl, within a few minutes a lab sample was taken and it was 128 mg/dl. The pt had been given 6 amps of d50 in response to the suspect device reading.